Manufacturer narrative:
The device is not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history data for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema is identified in the labeling as a known inherent risk of trabecular micro-bypass stent. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. There are numerous factors that may contribute to postoperative hyphema including but not limited to: patient history, medication use, user issues, and operational context. MFR# reference: (B)(4).

Event description:
It was reported that following cataract plus trabecular micro-bypass stent system procedure, the patient presented with "significant heme" one (1) week postoperatively. Hyphema was characterized as 1/4 quadrant. The surgeon consulted with the glaukos medical monitor who suggested to continue steroids. "Clot" is expected to resolve within 1-2 weeks. Additional information is being requested.